Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new ra lead with a different model was implanted. No additional adverse patient effects were reported.